Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 275 mg/dl at the time of the incident, it was not coming down it was over 400 mg/dl now over 500 mg/dl. The customer reported that cannula was bent at the site around her waist. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.